Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented in the ER after receiving a shock. Device interrogation revealed no threshold on rv lead. Chest x-ray showed lead dislodgement. During the lead repositioning set screw issue was observed. The lead was explanted and replaced. The patient was stable post-procedure.